Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified location. A 3.00mm x 20mm emerge balloon catheter was selected to treat the target lesion. The first inflation was to 11 atmospheres. Upon the second inflation the balloon ruptured at 11 atmospheres. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified location. A 3.00mm x 20mm emerge balloon catheter was selected to treat the target lesion. The first inflation was to 11 atmospheres. Upon the second inflation the balloon ruptured at 11 atmospheres. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was blood in the wire lumen. The distal tip was damaged. Magnified inspection revealed no damage to the balloon. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).